Event description:
Additional information was received from the patient. They reported that two of the electrodes on one of the leads no longer work and cause is unknown and the rep mention that it is possibledue to scar tissue. The rep was able to program around the two bad electrodes.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) serial# (B)(6) implanted: (B)(6) 2021 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
I information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller reported that awhile ago, before christmas, they have been seeing a message on their controller that says settings not available, cannot provide your desired intensity settings. Caller stated that they have settings a, b, and c, and they can lay flat on the floor and they can feel the stimulation, but now they can't feel it at all and they keep getting these error messages. Caller added that a and b "stopped working" but group c is working and can feel "some". Caller mentioned their left side is painful. Caller noted that they used to be able to arch their back and feel stimulation but now they cannot. Agent confirmed stimulation was on. Pt mentioned reprogramming's with a rep. Pt added the rep had pt settings on 2.4 and 1.7, pt now has them on 2.3 and 1.8. Agent emailed local reps for visibility. Agent reviewed role of rep, and redirected to hcp to further address settings not available message.